Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified, 90% stenosed mid right coronary artery (rca) and the posterolateral ventricular branch (plvb). Predilatation was performed prior to deployment of a 2.5x15 mm xience v stent in the plvb. A 3.5x18 mm xience prime stent was deployed in the mid rca. Postdilatation was performed a 3.5x8 mm nc trek balloon. Angiography revealed a dissection had occurred in the distal portion of the mid rca stent. A 3.0x28 mm xience prime stent was deployed overlapping the 3.5x18 xience prime stent for treatment of the dissection. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: 3.5x8 mm nc trek; guide cath: jr 3.5 6fr; sheath: cordis; stent: 2.5x15 mm xience v. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4) . Correction: it was initially reported that the device would not be returning for analysis; however, it has been returned. Subsequent information revealed that the device is available for evaluation. Evaluation summary: the device was returned for analysis. There was contrast in the inflation lumen and in the balloon, and blood on the balloon, consistent with use. The balloon was loosely folded consistent with inflation/deployment. The analysis of the returned device did not change the investigation conclusion. Although a conclusive cause cannot be determined, this incident contained patient effects with no allegation of a device issue and as such is not on its own an indication of a product deficiency.